Event description:
A call was received reporting a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the customer was guided through the process. After the reset, the error did not reappear, and the customer was able to successfully start a new sensor session.